Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads.

Event description:
It was reported that the customer had unexplained high blood glucose and dka. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was over 800 mg/dl. Caller stated that the customer's insulin pump was not working properly because the blood glucose dropped to 42 mg/dl and when up to 100 mg/dl. Caller stated that from 100mg/dl the blood glucose when up to 349 mg/dl and customer got disconnected from the insulin pump. Caller stated that the insulin pump had inaccurate bolus in bolus history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.